Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported via regulatory agency left side swelling, and bia-alcl. Patient additionally reported "ill health," not related to the device. Pathological markers confirming alcl have not been received. The device remains implanted.